Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that three reports from the trauma intensive care unit had been received, including two reports in february and one report on the current date, regarding the unknown latex temp sensing catheter leaking and not draining appropriately.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that three reports from the trauma intensive care unit had been received, including two reports in (B)(6), and one report on the current date, regarding the unknown latex temp sensing catheter leaking and not draining appropriately. As per customer via email on 21apr2026, the additional patient identifiers have been provided and no sample is available.